Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 2 leads. The physician prepped the left ventricular (lv) lead by placing a spectranetics lead locking device (lld) ez for traction. During the procedure complications arose (please see MDR 1721279-2019-00120 for further detail regarding the adverse event to the patient). Due to the emergent rescue interventions, the physician did not attempt to unlock the lld, but decided to cut it and cap it within the lead, which remains within the patient. Lld was cut at the innonimate/superior vena cava (svc) area, proximal part was removed via the pocket. No adverse affect to patient due to lld being cut and capped. No malfunction of lld.